Manufacturer narrative:
The device was returned to olympus for inspection. It was observed that during the device inspection, a foreign substance was found on the ccd lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: usage problem, insufficient or incorrect reprocessing scope/accessory was used. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope had a foreign substance on the ccd lens. There was no patient involvement.